Manufacturer narrative:
H10: additional manufacturer narrative: updated sections a4, b5, b7, and f10.

Event description:
It was reported that a 21mm valve implanted for 11 months was explanted due to dehiscence and moderate to severe perivalvular prosthetic aortic insufficiency. A 21mm valve was implanted in replacement. The patient was discharged home on pod #15. The patient presents with recurrent aortic insufficiency, chronic combined systolic and diastolic heart failure, hypertension, and diabetes with acute increase in findings of congestive heart failure. Intraoperative transesophageal echo demonstrated biventricular dilatation and a rocking aortic valve prosthesis with moderate to severe aortic insufficiency. The 21mm valve was explanted and replaced with another 21mm valve. The new valve appeared to be well seated. There was no evidence of perivalvular leak. The patient was taken to the surgical intensive care unit in critical condition. Prior to discharge, the patient had known residual aortic regurgitation - perivalvular leak from poor annular tissue related to her connective tissue disease. This will be managed medically as she would not survive a third sternotomy. The patient was discharged home on pod #15.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 21mm valve implanted for 11 months was explanted due to unknown reasons. A 21mm valve was implanted in replacement.